Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735762, software version: 2.1.0. H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that during a epilepsy case, when they were in the planning phase, they set up the compare mode and it said different t2s. When they changed the scan, there was a CT, t1, and t2 option. Selecting mostly t2, but the system wanted to keep reselecting the CT in one particular view. There was troubleshooting present. It was reported that they wanted t2 on top and t1 on the bottom but the system kept putting the CT scan back up even though it was not being selected. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.

Manufacturer narrative:
H3, h6) a software analysis was conducted. From a video from the event, it was determined the issue could be replicated in-house. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.